Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the after completing the fill tubing step, the customer exited out of the load screen. When the customer returned to the load screen and attempted to resume insulin delivery, the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units of insulin. Recommendation was made to add additional insulin or load a new cartridge. At the time of the call, the customer did not have additional insulin available, and would need to be obtained. The customer declined further troubleshooting from tandem technical support. The customer's blood glucose level was 230 mg/dl.